Event description:
It was reported that the patient underwent a revision surgery for unknown reasons. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: multiple post-op x-rays of complex constructs t3-t12 and l1 or l2-iliac. Individual constructs appear in good position with screws well aligned and harms cages interbody devices at lumbar levels. Cross connectors between two constructs appear to have come apart allowing for a 20 degree apex at the left side acute scoliosis and 15 degree kyphosis thoracolumbar junction.